Manufacturer narrative:
Post market vigilance (pmv) concurrently with engineering led an evaluation of one device reload. Visual examination of the staple cartridge noted that the reload was partially fired to the 3cm cut line. The proximal end of the reload was broken from the device and the articulation flag was severely bent. Due to the noted damage no functional testing was performed on the reload. Visual and functional testing of the returned product confirmed the product did not meet specifications that were tested. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Replication of the damaged reload adapter may occur due to over flexure of the reload while attached to the instrument. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
Product was returned with no reported condition associated with it.